Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s left ventricular lead had dislodged and caused diaphragmatic stimulation that was noted during analysis. There was no ability to program around the issue. The lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure.